Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Device was evaluated by an independent repair center.

Event description:
Dealer states the unit shuts down and no alam.